Event description:
Boston scientific received information that prior to the explant of the associated device, high out of range pacing impedance measurements and high pacing threshold values were observed with this right ventricular lead. Following connection with the new device, all lead measurements stabilized. The lead remains implanted and in service. No resulting adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.